Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Correction field d8 (should be remain in blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined due to the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reseated light source cable (maj-1941) and light source cable (maj-1933). The communication cables and (evis exera light source) clv-190 were swapped. The issue persisted and it was recommended to send in the subject device for repair. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had b30 error code (scope communication error) with multiple scopes. The issue occurred prior to use in a case, there was no patient involvement.